Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the 5f mynx control device would not go through the unknown 5 french sheath. When forced the device shaft split and exposed the sealant and therefore could not reuse. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 as reported, the 5f mynx control vascular closure device would not go through the unknown 5 french sheath. When forced the device shaft split and exposed the sealant and therefore could not reuse. There was no reported injury to the patient. The product was not returned for analysis. A product history record (phr) review of lot f2125901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ mynx control sealant sleeves frayed/split/torn-in patient¿, ¿mynx control system impeded¿, and ¿deployment difficulty-premature¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 5f mynx control device would not go through the unknown 5 french sheath. When forced the device shaft split and exposed the sealant and therefore could not reuse. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made.